Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018; erp_rfc_user related svn (B)(4); complaints text: (B)(6) 2018; (B)(4). Initial notes: customer's guardian (B)(6) reported that the customer's bg's have been running quite high at 250 and up. Inquired what led up to the complaint. Customer response: (B)(6) stated that the customer just started the 670g pump in (B)(6) and they still are trying to get him regulated. In the first month, he was running pretty high but he is starting to level out. High bg/under delivery t/s per (B)(4). Patient's bg at time of incident: other mg/dl. Patient's current bg: unknown mg/dl. Customer reports the following symptoms related to their high bgs: over 600 he will start vomiting. By then he is in dka. Inquired if auto mode feature is active and automatically adjusting insulin delivery. Found: he has used auto mode. Guardian says that it customer reports they feel okay to t/s. Customer reports they have a back-up plan available. Inquired if, and how, customer treated for high bgs. Found: bolusing with pump. Customer reports they have contacted their hcp regarding the high bgs. Explained the 2 high bg rule. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of high bgs. Recent high bg event began: ongoing event. Inf was last changed: past ongoing events.. Based on customer report, customer does not allege pump was under delivering. Customer's guardian declined further t/s of the pump at this time. Customer's outcome pertaining to the complaint: guardian declined further t/s for high bg. Additional notes: guardian was not able to verify pump sn. Guardian stated that he started his 670g pump in (B)(6). Pump used for documentation was the only 670g pump on file and was received in (B)(6) and started in (B)(6) 2017. Ship: nothing / return: nothing.